Event description:
A malfunction was reported. There was no information provided regarding the impact on the customer¿s blood glucose level, as the customer declined to answer. The customer reverted to an alternate method of insulin therapy.